Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Status led is not blinking. (The readiness indicator is not blinking on this device). No patient involvement.

Event description:
Status led is not blinking. (The readiness indicator is not blinking on this device. ) no patient involvement.

Manufacturer narrative:
The device history records for the sam 450p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 450p passed ¿out qat from heartsine technologies on the 23rd november 2017. Upon receipt the green status indicator failed to illuminate, as per the reported fault. Visual inspection revealed the membrane tail was misaligned with the j11 connector, which had resulted in no connection between track 5 and its associated pin on j11. As no fault was identified on the j11 connector, and the fault could not be replicated after correctly reinstalling the membrane within the connector, this would confirm the reported failure had been due to the misalignment of the membrane tail. Heartsine records indicate the device had performed to specification throughout sam 450p final unit test, on the (B)(6) 2017, indicating the membrane tail had made sufficient contact with the j11 pins at this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 450p.